Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00943. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil into the lantern but was unable to advance the coil out of the tip of the lantern. Therefore, the physician retracted the ruby coil; however, while the coil was being retracted, it unintentionally detached within the lantern. The lantern was pulled out of the patient and the coil was flushed out of it on the back table. Next, the physician reintroduced the lantern into the patient and attempted to advance a second ruby coil through it. This second ruby coil also advanced through the lantern but was unable to advance out of the tip of the lantern. Therefore, the coil was retracted and resheathed and a second lantern was opened. Thereafter, the physician attempted to advance the same ruby coil that was resheathed through the new lantern and was able to deploy and detach this coil into the aneurysm. The procedure was then successfully completed using a total of twelve ruby coils and the second lantern. There was no report of an adverse effect to the patient.